Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Engineers confirmed the unit has no telemetry. The device case was opened for further analysis. The internal visual inspection noted no irregularities. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal and ultimately resulting in an inability for interrogation communication. No further analysis was performed.

Event description:
It was reported that the patient with this device was traveling out of the country when reportedly not feeling well and sought a device check. It was then observed that the device was unable to be interrogated. The patient later returned to singapore for further evaluations and again, interrogation unsuccessful. A follow-up with malaysia colleagues, stated that the device had been checked approximately four months prior and at that time, it was observed a remaining battery life of 0.5 years. The device has been implanted for approximately seven years and now has been explanted and replaced in absence of adverse patient effects. It is likely that an absence of any remaining battery capacity resulted in the inability to confirm communication via the interrogation. The explanted unit was returned for analysis.